Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, before the instruments were washed and sterilized, that the pm-9412 adson bipolar fcp 1.0mm 4-1/4 in length did not pass the insulation test. The tester that was used was the mcgan technology model mm513. There was no patient contact and injury reported. It is unknown if there was a surgical delay. Additional request for information has been sent.

Manufacturer narrative:
Additional information received 05nov2019:the product problem was discovered when testing the insulation before washing and before its use. There was no delay in surgery. Lot an1906. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4).

Event description:
N/a.